Manufacturer narrative:
Additional pro-codes: hxx, dzj. Complainant part is not expected to be returned for manufacturer review / investigation. Occupation: synthe rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that they were unable to connect the shaft due to the worn screw part. No further information is available. Concomitant devices reported: unk - screwdrivers: shafts: trauma, (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).